Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the power cord on the 6800 sys needs to be replaced. No pt injury was reported.